Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (07/12/2013)-product evaluation: the subject meter was returned on 06/20/2013 and analysis completed on 07/09/2013 by lifescan product analysis with the following findings: the reported issue was confirmed. The analysis found that the cause was due to spc dirty if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.